Event description:
On (B)(6) 2013, it was reported that the patient was in the hospital for ketones. The patient's father reported that the up and down buttons on the patient's infusion device were not fully functioning and the rubber covering of the buttons was coming off. He thinks this may have contributed to his daughter's elevated blood glucose levels. Her levels have ranged from 12 to 30 mmol/l (216 to 540 mg/dl). She was treated with insulin injections at the hospital to lower his blood glucose level. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.